Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the communication issue with the left ins was an "ins in the box" issue. The cause of the ins in the box icon and therapy being off was unknown/not determined. They met with the patient and provider on (B)(6) to use the clinician programmer to interrogate and connect to the left ins, subsequently with the updated tablet, and stimulation was turned back on. The issues were resolved and no settings were cleared.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the left side rechargeable implantable neurostimulator (ins) is showing communication with the ins failed when the physician attempted to communicate with the ins on the tablet. They stated this happened another time in (B)(6) 2020. The physician has used this tablet without issue on different patient as well as interrogating the patient's right ins. The physician has tried different position when attempting to communicate with the ins and used two different tablets. They indicated the previous clinician programmer had no issue with the left ins. They confirmed that the recharger connects to the left side ins, the ins was 75% charged, coupling is 6-8 bars, and they were able to charge the left ins but the recharger showed that therapy was off. The tablet said that communication failed. They stated they have seen this before and typically it just requires that the communicator be moved so the device can be successfully interrogated. Additional information was received from a manufacturer representative (rep) reporting they spoke with the patient this morning and the patient was able to use their patient programmer (pp). The pp showed ins in the box icon. It was reviewed upgrading the recharger to the wireless recharger (wr) or exchanging the current recharger. The patient will be seeing their programming healthcare provider (hcp) with the rep to reprogram the ins and will be receiving a new wr.